Manufacturer narrative:
No display anomaly was noted on the insulin pump. The unit passed the self test. There was intermittent button response due to a moisture damaged keypad trace. The numbers do not ramp on their own and the scroll bar does not move without input. There were also minor scratches on the lcd window, cracked casing near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the up arrow on her insulin pump had an issue; she was programming a bolus and the numbers kept scrolling. The patient's blood glucose at the time of incident was 112 mg/dl. No alarms occurred on the pump. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.